Event description:
The customer reached out to let us know elastics on the small size masks have been snapping during use. The following medical device report is being filed retroactive to prior decision that this malfunction would be unlikely to result in a serious injury or illness. A reassessment of this incident has since found that should this malfunction recur in an isolation setting or during direct patient care, the end user may contract covid virus and thus be susceptible to a serious illness. For this reason this incident is being reported as a malfunction at this time. The reporter has indicated that no injury or illness resulted.

Manufacturer narrative:
Received one (1) used sample. No product packaging was received. The sample was evaluated under the biohazard hood. The sample arrived with the right (as worn) elastic head strap torn at the corner bond location. There is a residual piece of the blue elastic remaining in the bonded corner area of the mask. The left side elastic head band appears securely attached. The device history records (DHR) evaluation was performed for the product code 46867 identified in the complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures and specifications. The product was released by quality assurance. A quality nonconformance was not reported at the time of production. No root cause was determined. Manufacturing conducts visual and functional inspections throughout production aside from the qa inspection. The device was manufactured according to specification requirements. The customer indicated that the staff has fit-tested the masks, however, there hasn't been any sales of the product to customer in the last 2 years prior to incident this product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). . This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.